Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.330 x 0.528 was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Additional observations related to the customer reported complaint: the instrument was found to have a broken conductor wire. One conductor wire was broken at the grip-crimp location and the other conductor wire was broken in the clevis hub. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken pitch cable and broken grip cables at the distal clevis hub. Please note that this is the new pitch cable design, and the crimp is not readily visible during failure analysis. From engineering review, the crimp will not fall out unless the grip assembly is severely damaged. There is no material missing. Root cause of broke conductor wire, pitch cable, and grip cable is typically attributed to mishandling/misuse. Additionally, the instrument was found to have mechanical indentations on the proximal clevis. Root cause is typically attributed to mishandling/misuse. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the shaft of maryland bipolar forceps was found to be broken. The staff had to cut the cable to remove instrument from canula. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.